Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision surgery that involves a long trochanteric femural nail system (tfna) due to broken at nonunion site. Broken nail was removed and new tfna nail was implanted. Reportedly nail was originally inserted approximately a year ago in left femur for myeloma. It is unknown if there was surgical delay. Patient status and procedure outcome are unknown. Concomitant medical products: tfna helical blade (part unknown, lot unknown, quantity unknown). Tfna screw (part unknown, lot unknown, quantity unknown). This report is for one (1) tfna nail. This is report 1 of 1 for (B)(4).